Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the external pulse generator (epg) would not power on. However, analysis determined that the output connector assembly was broken. It was noted that the upper case and lower case were broken. It was further noted that the keypad flex, encoder assembly, two knobs, display, display frame, two case screws, hanger screw and two main printed circuit board (pcb) screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The external pulse generator (epg) then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The programmer has been returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.